Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: g3, g6, h2, h6, h10 no product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided. Complaint history review cannot be performed without product identification. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: superior and posterior dislocation of the left femoral head and polyethylene liner as well as six acetabular cup screws. It was identified that zimmer biomet devices were implanted with competitor devices. Zimmer biomet has not confirmed the compatibility for these combinations of devices. It is unknown if these off-label usages may have caused or contributed to the reported events. A definitive root cause cannot be identified. The complaint is confirmed based on the x-ray results. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: b5, b7, g3, g6, h2.

Event description:
It was reported that a patient underwent a stage ii revision procedure. Subsequently, the patient experienced a dislocation and underwent head and liner exchange.

Event description:
It was reported the patient underwent a hip arthroplasty. Subsequently, the patient was revised six (6) years post implantation due to dislocation. Surgical technique of the product utilized.

Manufacturer narrative:
(B)(4). D10: 163661 28mm dia cocr mod hd -3mm nk 531240 g2: foreign:australia customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information.

Event description:
No additional event information to report at this time.